Event description:
It was reported to manufacturer that the vns patient had the generator replaced due to end of service. The explanted generator was returned to manufacturer for analysis. The end of service condition was duplicated during the laboratory analysis. However, the device did not meet the final supply current specifications. The measured currents demonstrated an increased current consumption of the device, resulting in a pre-mature end of life condition. Analysis revealed that the c6 capacitor produced leakage current. As a result, the leaky c6 capacitor was found to be the most probable cause of the pre-mature end of life condition.